Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non tortuous and non calcified left anterior descending artery. A non-bsc guide wire was advanced to the lesion. A 2.50mm x 15mm emerge balloon catheter was selected to dilate the lesion. When the physician tried to place the device into the guide catheter, it was noted that the shaft broke 60 cm from the hub. The device broke partially inside the guide catheter. The device never entered the patient's body. The device was then removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).